Manufacturer narrative:
Trackwise (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not fit inside the delivery system and remained inside the main unit, making it unusable. A new heartstring was opened and the surgery was completed successfully. There were no procedural delays. There was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, component codes, investigation conclusions), h11. The lot # 3000443910 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.